Manufacturer narrative:
Adverse event or product problem: hospitalization.

Event description:
Information was received indicating that a cadd medication cassette was exhibiting a ?no disposable" alarm. Reportedly the end user was off remodulin for about 90 minutes and called emergency medical services (ems) then was transported to the emergency department at the hospital. It was reported the cassette was not able to be used with the hospitals functioning cadd legacy pump as an error message was generated with the affected cassette. Per reporter remodulin was restarted with a different cassette and ?patient was stable".